Event description:
Customer reported blood leak alarm during treatment. Name and function of complainant: same as reporter. Issue started on: (B)(6) 2013. Blood leak alarm during collect, 1st cycle. Customer disconnected patient, clamped all lines. Patient not affected. Cts advised customer to remove bowl. Customer stated that some light blood smear was present on centrifuge wall. Waste bag and bottom of centrifuge was clear of blood. Customer could not see which part of the bowl the leak was coming from. Customer did not return data key/ kit for investigation.

Manufacturer narrative:
(B)(4) - batch record review: xts kit a764 lot file shows no conformances and no alarms during testing. Date of manufacture: 2012-11. Expiration date: 01/11/2017 ((B)(4) dating format) this lot met all release requirements. A review of complaints received for lot a764 was performed. There were no other bowl leak complaints reported to date for this lot. The kit/ data key was not returned for investigation. The root cause for the bowl leak could not be identified based on the information reported by the customer. (B)(4).